Manufacturer narrative:
(B)(4) date sent: 2/20/2024 d4: batch # 475c60 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with two ecr45g reloads(b, c) present. The reload(b) was received partially fired 1/10, the reload(c) was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading them into the device. The staple lines and cut lines were complete and the staples meet the staple form release criteria. However, the firing sequence not as fast as intended with non-specific noise. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. For partially fired problem, it is also possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device lot number 475c60, and no non-conformances were identified

Event description:
It was reported that during the thoracoscopic radical resection of upper left lung cancer surgery, device could not fire. Changed another reload to continue the surgery, the same problem happened. Another device was used to complete the procedure. No additional information can be provided.